Manufacturer narrative:
(B)(4).the sample is not available for evaluation. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The se 2240 alarm cannot be confirmed as a sample was not available. A root cause was not determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during initial drain. The technical service representative (tsr) explained the alarm to the home patient (hp) and informed the hp she needed to start over with all new supplies. The tsr had the hp cycle the power to the hc. The tsr assisted the hp to end therapy. The hp stated that she did not disconnect any of her lines and the unused line clamps were still closed. The tsr had the hp inspect the cassette and bags. The hp stated they looked ok to her. The hp would start with new supplies. No patient injury or medical intervention was indicated at the time of the initial report. During follow up, the hp stated that they had to start over with new supplies to finish therapy. The hp stated everything went well once they did that. The hp stated that they are not sure as to what led to the alarm; they did not notice anything unusual or different with the supplies. The hp stated therapy is going okay. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.